Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that when changing the body position, the indwelling position became shallower, and only the tip of the pigtail was within the left ventricle. Due to the risk of position adjustment and the fact that hemodynamic status was maintained, the impella was pulled out to the aorta (ao) and surgically removed. The patient¿s retaining ring was said to be closed. The patient remained on impella support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.